Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (failed a pulse test) was confirmed. Upon investigation, the monitor failed a pulse test. The cause for the failure was isolated to a defective t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed a pulse test.